Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and could not replicate the reported event. The female and male pneumatic connectors were replaced as a preventive measure. The touchscreen was calibrated. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to have no problem; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was a viscous fluid control pressure problem and a screen calibration problem. Event details and patient involvement are unknown. Additional information has been requested but not received.